Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she is experiencing a skin irritation at the sensor insertion site. Patient has consulted with her allergist and has been using a topical ointment to treat the skin irritation. At the time of her call to dexcom technical support, patient reported that she was fine.